Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was blank when the unit was running. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the screen was blank when the unit was running. The remote service engineer (rse) advised the unit was manufactured with a 1st generation light crystal display (lcd)/user interface (ui) printed circuit board assembly (pcba) which needed to be upgraded to the 2nd generation lcd/ui pcba. The rse then provided the customer with the part number of the 2nd generation ui assembly to order and replace. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. This file is closed and can be reopened if new information becomes available.